Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor locks intermittently. The customer reported that the device was not in use on a patient at the time of the complaint.

Manufacturer narrative:
.